Manufacturer narrative:
Correction to h2: fdc updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to h3 and h6: analysis of the lead (product ID 977a260 serial# (B)(6)). Found no significant anomalies; the lead body was cut and product segmented. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were getting the settings not available message on their controller and the issue began the last month or so. During the call agent walked patient through changing their groups. Patient got the settings not available message in all groups a, b, and c. Controller was at 100% and implant was at 70%. The patient was redirected to their healthcare provider to further address the issue. Per patient her programmer is not working and when he turn it on there is an error message that says settings not available, cannot provide your intensity settings. The programmer is fully charged. Additional information was received from the patient. They reported that the circumstances that led to them seeing the settings not available message was they were not charging for a significant amount of time. They reported they called a local manufacturer representative (rep) and they have an appointment on (B)(6) to resolve the issue. Additional information was received, it was reported for the first 10 years their pain was centralized deep within their right buttocks and for the last 2 years they now had pain in their left sacroiliac/lumbar region very close to the stimulator. The initial trial went well and gave the patient immediate relief on their left side. The patient had not had similar relief since the permanent stimulator was installed. From (B)(6) through (B)(6) 2024, they met with a manufacturer representative who tweaked the settings and told the patient to give each channel a week to see if they get relief. In the fall/winter they saw two more neurosurgeons and requested the stimulator be removed, however the surgeons recommended that they continue to program for relief. The patient received no/minimal relief since (B)(6) 2024 and they had not charged the stimulator for 3 months. Once they charged the stimulator and controller, they could not use it due to constantly receiving the message that they could not use any channel and to call a representative. On (B)(6) they called and read the message they were getting and were redirected to product support. The patient saw a doctor on (B)(6) when the stimulator was re-tweaked however the patient received no relief. The patient made a follow up appointment on (B)(6) to see if they could clear the message and to get the stimulator working. During revaluation, the technician showed the patient that all electrodes on their left side were bright red which indicated that they were not connected or working. The patient again met with the neurosurgeons to request removal of the stimulator. The patient had another diagnostic sacroiliac injection on january 9th but had very little relief.

Event description:
Devices were explanted on (B)(6) 2025 and returned to manufacturer. It was reported that patient did not want it anymore.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) product type lead product ID 977a260 lot# serial# (B)(6) product type lead product ID 97791 lot# serial# unknown product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of the implantable neurostimulator (ins) (pli# 10 product ID# 97715 serial# (B)(6)) found insignificant anomalies. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Analysis of the leads (product ID 977a260 serial# (B)(6), and product ID 977a260 serial# (B)(6)) found all conductors were broken at the injex anchor site 18.4cm from the distal end. Continuation of d10: product ID 977a260, lot# serial# (B)(6), product type lead product ID 97791 lot# serial# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.